Event description:
The report from the patient indicated that approximately nine (9) months after the index procedure the patient had another cypher stent implanted inside his first cypher stent after persistent chest pain. The patient reported he continues to have angina that is worse in the morning and then improves in the afternoon. He statd he has had pulsation therapy and stern cell therapy with no relief of symptoms. The patient also stated that his symptoms improve when he takes 2 tsp. Of benadryl in the evening at bedtime. He also mentioned that he believes he may have an allergy to the stent polymer and will follow-up with his cardiologist and allergist. The patient is currently taking a beta-blocker and an ace-inhibitor. His antiplatelet therapy was discontinued approximately one year after his second pci procedure. The indication for the index procedure was reported to have been a heart attack (mi) though the patient reported there was no vessel blockage at the inner per diagnostic results. No further information is available and attempts to contact the patient have been successful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.